Manufacturer narrative:
The device was returned for eval and it was confirmed that the tip was not attached to the probe. The tip displayed evidence of excessive charring, although the cause of the excessive charring could not be conclusively determined. Although the tip was detached from the probe cannula, all probe components were present. A review of the probe lot history record confirms that all required mfg tests were performed and the probe met specification when it was manufactured. An investigation as to the cause of the excessive charring and the tip detachment is ongoing. A follow up report will be filed when a conclusion is determined.

Manufacturer narrative:
It is suspected that excessive heat/charring caused the probe tip to detach from the cannula. Damage to the probe assembly prevented conclusive determination of the root cause of the excessive heat/charring.

Event description:
The physician was using two certuspr probes in the dual probe clip to complete pre-transection coagulation in an open surgical application. After approx 1 minute of total energy delivery time, the certus 140 displayed a "high reflected power" error on both probes and stopped delivering power. The physician restarted both probes and the error repeated on one probe after less than 5 seconds. The physician restarted the probes and the error repeated on the same probe within 1 second. The physician removed both probes and observed that the tip of one probe was no intact. The physician was able to cut into the coagulated tissue and visualize the probe tip. The probe tip was removed from the pt. A replacement probe was obtained and the procedure was completed without further incident. No pt injury occured.